Event description:
The reporter stated the surgeon attempted to insert a 24.5 diopter aq2010v silicone three-piece lens but the lens became stuck in the cartridge while advancing and began to eject out the side of the cartridge. There was no patient contact. The reporter stated the surgeon felt the cartridge was defective.